Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site nurse reported that, while in a procedure, the navigation system displayed a "localizer disconnected" error message. The nurse reported that they resolved the reported issue by re-seating the cable. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.